Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that, during an unknown procedure, as the target tissue was close to the tumor, the knife was intended to be stopped and returned with the knife reverse switch. However, the knife was moved forward even the firing trigger had not grasped. The cartridge color was gold. Then, the knife was not returned to the home position. Finally the knife was returned to the home position in pulling the firing trigger several times.

Manufacturer narrative:
(B)(4) date sent: 11/10/2016. Model #/lot #; device manufacture date: additional information received the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Batch # n54211. The analysis found that one psee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.